Manufacturer narrative:
Visual evaluation of the returned device found that the handle and a broken suture was returned, but the anchor was not returned. Residue was present on the device. The handle was undamaged, but the returned susture was broken in the middle, where it would have been attached to the anchor. A suture was returned; therefore, the reported complaint that the suture was missing was not confirmed. The cause for the broken suture could not be determined. The device history record review found the device met all manufacturing specifications. (B)(4). Result codes: although the full investigation did not confirm that the suture was missing, the result: stress problem is being used to capture the broken suture.

Event description:
It was reported to boston scientific corporation that a precision speedtac transvaginal anchoring system was used during a procedure for urethral suspension with graft performed on (B)(6) 2013. According to the complainant, when the speedtac device was opened, there was no suture present. The procedure was completed with another precision speedtac device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation finding: suture broken.